Manufacturer narrative:
A ge svc rep performed an on the site investigation. The power motor relay was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the system would not display a fluoroscopic image. There is no report of injury or death associated with this event.